Event description:
A malfunction was reported on a customer's pump, with no notable events occurring beforehand. The customer declined to answer whether the issue caused their blood glucose to exceed 500 mg/dl, so there was no reported impact. Technical support provided the customer with information to reset the pump, which successfully resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, indicating an understanding of the instructions.